Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. (B)(6). (B)(4).

Event description:
A patient identified in the article experienced intermittent paresis of the femoral nerve that showed full remission over time.